Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to perform a pump reset and successfully started a new cgm session without further error.